Event description:
It was reported that the patient had their ipg and leads explanted and replaced for an unknown reason. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
It was reported that the patient's system was explanted and replaced due to reason unknown. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.